Event description:
Pt's home health nurse (B)(6). Reported that they are experiencing a pump malfunction as the pump is giving an error message "code 20 empty lithium battery". Pt's nurse reported that the pt was halfway through their pre-infusion hydration when the pump malfunctioned and they could not infuse using the device. Pt's nurse advises they are using a dial-a-flow and gravity supplies to infuse the pt's privigen medication. Pt did not miss a dose, however, it is unknown if they experienced any adverse events due to the device malfunction. Pump is available for return upon the pt receiving return shipping materials and a replacement pump is sent. Pt's nurse did not provide the device serial number. Pt's 90 gm privigen dose is made up of 2-40 gm vials and 1-10 gm vial. No additional details, dates, or information provided. Diagnosis for use: other specified polyneuropathies.